Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 206 mg/dl. Reportedly, customer removed and/or added insulin outside of the load sequence. Tandem's technical support educated customer on cartridge labeling. The cartridge was changed to address the issue and insulin delivery was resumed.